Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The complaint for a slow flow drain alarm with the drain line submerged in the drain fluid was not confirmed. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding a slow flow drain alarm on the home choice (hc) during drain 2 of 3. The tip of the drain line was submerged in the drain fluid. Gts advised the home patient (hp) to unsubmerge the tip of the line. Gts had the hp resume drain and the drain volume started increasing. Product surveillance spoke with the hp's nurse. The nurse was not aware of the incident, but said she would call the hp to follow up and review proper procedures. The nurse said the hp's therapy was continuing without complications. The patient was involved but there was no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.